Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing touch screen to become cracked and unresponsive. Customer¿s blood glucose level was 200's mg/dl. The customer reverted to an alternate method in insulin therapy. It was also reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended.